Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. The keypad connector was inspected and locked on lcd board. No button error alarm during testing. No time clock anomaly noted. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no frozen screen, unexpected restart error, external ram crc error or watchdog timeout alarms noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple pump error alarm. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the pump screen was not completely blank. The customer stated that the there was a black circle in the left corner of the screen. Customer reported an alarm occurred after the buttons stopped responding. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.